Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to treat a fistula in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, the clip was deployed; however, it would not separate from the catheter. The physician pulled the catheter back into the scope and the clip pulled itself off the tissue and fell into the patient. The physician did not retrieve the clip from the patient. No additional clips were used to complete the procedure as this was the last clip that the physician was trying to deploy. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
Patient is approximately (B)(6) old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.